Manufacturer narrative:
Initial reporter facility name:(B)(6). University health adult academic health center should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) em2400 valve sets were leaking on the main line. This issue was further described as, ¿lipids were normally on line 1 or 2 and cloudiness was observed when pumping clear medication¿. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 5, 2022 - july 6, 2022. H10: the actual devices were not available; however, eight (8) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set sample onto compounder and a leak was observed from port 2 only. The reported condition was verified in all eight devices. The cause of the condition could not be determined; however, the potential causes of the valve body leak include irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.